Manufacturer narrative:
The instrument was not returned to the manufacturer at the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was attempted to put a new probe down a trajectory guide, however; it was very difficult to fit down the guide. The site tried another guide with the same results. There was no patient present.